Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that yes (and no) they were able to adjust the stimulation to a level where it was comfortable but it did not help at all. They stated that they adjusted/changed the programs but that did not help. The patient noted that they could not get any assurance that the doctor or the manufacturer would be in the office. The patient indicated that their symptoms were getting better but not as good as before as they had some leakage. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having a problem with their device. It was clarified that they had an unrelated surgery several days prior and following the surgery they had a device attached to them to pump fluid to their knee and since then their bladder stimulator was messed up. It was further clarified that since then they had no control over their bladder. They clarified they were implanted for bladder control. They were able to sync with their patient programmer while on the call and it showed stimulation was on. They stated that they had increased stimulation on program 1 to 2.6, but they were not feeling stimulation after they increased. They stated they wanted to change to program 2. They increased stimulation on program 2 to 2.6, but stated on the call that simulation at 2.6 on program 2 felt a little too high, so they decreased to 2.2 and confirmed stimulation was comfortable and in the correct area at that level. Patient was going to monitor symptoms now that change was made and follow-up with their healthcare provider if symptoms didn't resolve. No further complications were reported or anticipated.